Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider called to report a left capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one curved opening. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified two openings striated. Based on the device analysis the final assessment is: two openings striated in the side anterior assessed as surgical damage.

Event description:
The device has been explanted and replaced.